Manufacturer narrative:
A universal serial bus (usb) flash drive was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A user interface (ui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had a display failure and alarmed constantly. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found error messages. The se replaced the user interface printed circuit board (pcb) and the universal serial bus (usb) flash drive. The se performed calibrations and extended self-testing on the device and all tests passed.